Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at start of the coronary treatment. The procedure was completed by moving the to another hospital. Customer reported to philips service engineer that the system was not starting after hospital power outage. Upon troubleshooting actions, customer identified that the host pc mother board had a short circuit. Customer repaired the system to resolve the issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the device failed to start up normally. The device was in clinical use at the time of the reported event. No harm was reported to philips.